Event description:
It was reported that the pump battery was unresponsive. Customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. Manual insulin injections were administered to address elevated bg level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
B1, b2, b5, h1, h6, medical device - problem code - 2991-remove, 4582 - no clinical signs symptoms or conditions-remove b1, b2, b5, h1, h6, medical device - problem code - 2991-remove, 4582 - no clinical signs symptoms or conditions-remove.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was unresponsive. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to customer's blood glucose.